Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that this left ventricular (lv) lead was an attempted implant due to product performance issue. Additional information indicated that the lead lumen got clogged. The physician could not get the wire through after flushing the lead multiple times. The lv lead was never in service. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection noted that the complete lead was returned and there was dried body fluid or blood in the lumen. Pressure and wire insertion tests were performed wherein lead passed all tests indicating no blockages in the lumen. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.